Manufacturer narrative:
(B)(4) - (partial deployment). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed . If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009. According to the complainant, as the device was being backloaded on the guidewire, the stent began to partially deploy. The nurse did not recognize the stent could be reconstrained and assumed there was a failure. The device was removed and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.